Event description:
Patient was scheduled for flexible cystoscopy and removal of an inflatable penile prosthesis that was infected. Patient had not used the ipp for a number of years and it is unknown when and where the device was implanted. Patient was admitted for IV antibiotics following the procedure and kept overnight for 48 hour observation; was then discharged on post-op day 1 without complications.